Event description:
Boston scientific received information through a journal article of a case study where a competitor's right atrial (ra) lead dislodged and was found to be coiled around this cardiac resynchronization therapy defibrillator (crt-d) in the pocket area. In addition, the device was found to have rotated counterclockwise by 90 degrees. The patient denied experiencing any undue movement or trauma to the device. It was suspected that the incident was due to twiddler's syndrome. No adverse patient effects were reported. The lead was replaced and the system remained implanted and in service. The serial number for this crt-d was not reported in the article and is unknown.

Manufacturer narrative:
At this time, no additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reference for the journal article is: bhargava, et al., dislodgement of atrial lead of the crt-d system and its migration into the pocket presenting as its absence on chest x-ray. Pace 2007; 30:584-585. (B)(4)